Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d10: concomitant med products and therapy dates: truespan 12 degree peek device, (B)(6)/2024 d4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. E1: the reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(6).

Event description:
This is report 2 of 2 for pc-(B)(6) it was reported from netherlands that during a meniscal repair procedure, it was found that several truespan 12 degree peek devices had been opened. Two of the devices, which seemed to be properly loaded, were missing the backstops and sutures straight out of the packaging. It was further reported that the truespan gun was already inserted in the meniscus, but no implant came out. A tiny hole was then created using a needle. Spare devices were opened for use. There was five-minute delay to the surgical procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d4, h4, UDI: the device manufacture date and expiration date were unavailable in the initial medwatch report. Therefore, the UDI was incomplete. The UDI number, device manufacture date and expiration date has been identified and updated accordingly. Investigation summary ==> the product was returned to depuy synthes mitek for evaluation. Visual inspection of the returned device found that the device comes in used condition. The device does not show structural anomalies. It was found that the distal end of the white sleeve is slightly deformed. The white sleeve was removed from the needle to verify the presence of the plates, however no plates and suture were returned. A functional test was performed, the red trigger was pressed several times and it worked as intended, it was verified that the pusher shaft slides without anomalies. A manufacturing investigation was performed with the following results: the concerned procedures were verified which ensures 100% control of the assembly according to the procedure and 100% control of the tray setting according to the procedure. The trigger is protected. In the tray. The plate cannot detach. In process control: an in-process control has been performed on 9 parts chosen randomly by a certified operator and have been inspected. The result of this process check is successful, none of the 9 parts were non-conformed. So, there is no need to inspect more parts of the batch nor raise a non-conformance. The training verification was verified. All the batch was assembled by operators trained and certified on the process validated in production. A training verification has been performed at the moment in the production where the issue could have occurred. Every employee has completed the training for the processes. Risk assessment: the effect of have a device where not loaded with back stops/ sutures was evaluated in by combining the probability and occurrence levels on 305696 parts produced since 2016. 28 complaints received over 305696 parts of 228151 produced since 2016. 1 complaint received over 305696 parts of 228151 produced since 2016 due to the same issue as complaint. With a ratio of (B)(4) < 0.02% and is ranking 1 (= improbable and negligible), this risk is acceptable. Root cause description and rationale: the analysis showed that the production controls implemented at the non-sterile level, as well as the in-process controls guarantee 100% detection of this type of problem if it was generated in neuchâtel. A 100% inspection of the assembly, placing of the part in the tray according to the in-process control of 9 pieces taken randomly, guarantee that this type of defect does not occur in the manufacturing process. Only the suture was returned. The suture was frayed at one of the ends. A functional test was performed, the red trigger was pressed several times and it worked as intended, it was verified that the pusher shaft slide without anomalies. We cannot assembly with a plate detached. The truespan is protected. We can conclude that it is highly unlikely that this defect was generated during the manufacturing process. The bounding is limited to this part because the analysis of the complaint shows that there is no other case of defect for this lot. Conclusion: a manufacturing investigation activity was conducted to determine if there were any internal processing issues that may have contributed to the nature of the product complaint. A thorough review of production process controls was conducted. The results show that this batch of product was processed without incident. Nevertheless, there is no evidence of manufacturing anomalies. Based on the above, it is confirmed that the manufacturing process was performed in accordance with the validated processes. The root cause is not related to manufacturing. If a device where not loaded with back stops/ sutures, it cannot be related to a problem occurring during the manufacturing process. It must be related either to a bad handling by the user. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would contribute to the complained device issue and¿ the control in production. Based on the investigation findings, given that the device was returned in used condition, the out of the box failure cannot be substantiated, also there is not enough evidence to adjudicate a root cause for the issue experienced by the customer. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.